Event description:
Increase in lv (left ventricular) threshold as per lead trend. Rv (right ventricular) tip to rvcoil lead impedance warning on (B)(6) 2022. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154870.